Event description:
It was reported that a balloon was returned to (B)(4) on for unknown reasons. Additional information received that the cuff had a pin hole and a leak in the balloon.

Manufacturer narrative:
An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process.

Event description:
It was reported that a balloon was returned to (B)(6) on for unknown reasons. Additional information received that the cuff had a pin hole and a leak in the balloon.